Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2019 the patient experienced an aneurysm of the abdominal aorta and was hospitalized. The event was considered resolved/recovered on (B)(6) 2019. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the report of an aneurysm of the abdominal aorta and the heartmate3 lvas, serial number (B)(6) could not be conclusively established through this evaluation. The customer reported that on (B)(6) 2019 the patient experienced an abdominal aortic aneurysm and was hospitalized. The aneurysm had been present prior to lvad implantation, however a CT scan revealed an increase in size since then. The patient was treated, and the event was resolved by (B)(6) 2019. The patient remains ongoing on (B)(6). Although the account noted that the patient had the abdominal aneurysm prior to lvad implantation, the heartmate3 lvas IFU lists several adverse events that may be associated with the use of the heartmate3 lvas. No further information was provided. The manufacturer is closing the file on this event.